Event description:
On (B)(6) 2012 customer reported that the white blood cell (wbc) bath, on the act 5 diff cap pierce instrument, overflowed approximately 1ml upon instrument startup. The leak was contained in the catch tray. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the wbc bath had overflowed and the waste tubing was pinched. Fse replaced the wbc bath and solenoid 31. This resolved the issue. No further leaks were reported.

Manufacturer narrative:
Evaluation: results: white blood cell bath. (B)(4).